Event description:
Per the physician's report, this patient experienced non auditory sentations during implant use. Integrity testing (date unknown) indicated electrode anomalies. The surgeon explanted the device on 12/16/2006. Reimplantation plans have not been reported.